Event description:
The needle tip broke when passing the second stitch during an arthroscopic knee surgery. The surgeon was able to retrieve the needle tip from the patient's knee during primary procedure.